Event description:
It was reported the patient had lost stimulation coverage to her toes. In order to resolve the issue, the physician explanted the leads (from a different manufacturer) and extensions to replace it with a different model lead. The patient reported effective coverage postoperative in the desired areas. No further patient complications were reported.

Manufacturer narrative:
Evaluation: results: visual inspection of single extension a under the microscope showed broken wires in the extension head, body fluid and discoloration int he head. Extension b under the microscope showed broken wire on channel 1 in the extension head. Continuity testing was performed to analyze the channel resistance and to verify the insulation characteristics between channels. The extensions failed the conductivity test. This damage is consistent with an overstress condition while implanted. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.